Event description:
Procedure type: low anterior resection. According to the reporter: the device was placed on the lower rectum and could be closed. Using the handle there was a loud noise and could be only fired half. Another device was applied next to the sphincter. No blood loss, no extension of incision, no change of surgery style, no part fell into patient, no reinforcement material used.

Manufacturer narrative:
(B)(4) .